Event description:
It was reported that a representative contacted technical services regarding an insertable cardiac monitor (icm) at end of service. The patient is no longer enrolled, and the representative asked about early battery depletion. No system data is available to review device activity. The options discussed were to re-enroll the patient, noting that data may not be available at the end of service, or to replace the device and return the original for analysis. It was noted that re-enrollment would likely provide limited benefit for this device. As a possible contributing factor, it was suggested to ask whether the patient was wearing any magnetic items, such as a name badge, which could have triggered frequent bluetooth activation. If no such factor is identified, the recommended action is device replacement and return for evaluation. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue. Analysis of available information did not identify a specific complaint cause. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that a representative contacted technical services regarding an insertable cardiac monitor (icm) at end of service. The patient is no longer enrolled, and the representative asked about early battery depletion. No system data is available to review device activity. The options discussed were to re-enroll the patient, noting that data may not be available at the end of service, or to replace the device and return the original for analysis. It was noted that re-enrollment would likely provide limited benefit for this device. As a possible contributing factor, it was suggested to ask whether the patient was wearing any magnetic items, such as a name badge, which could have triggered frequent bluetooth activation. If no such factor is identified, the recommended action is device replacement and return for evaluation. No adverse patient effects were reported. This product remains in service.